Manufacturer narrative:
Device evaluated by MFR: work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.5/4.0/101 (sphere/cylinder/axis) was implanted into the patient's right eye (od). On (B)(6) 2022, the lens was removed and replaced for a larger length lens due to recommendation.

Manufacturer narrative:
Additional informaton: b5: lens was implanted on (B)(6) 2022 and exchanged on (B)(6) 2022. Cause of the event was reported as "user error," and "lens chosen was too short. A longer sized lens resolved the issue." Problem was resolved. Claim#: (B)(4).